Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Pressure transducer test failure was solved by expiratory valve coil replacement and flow transducer was solved by replacement of air gas module. The device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Review of the provided device's logs confirms occurrence of the reported issues. Moreover, internal leakage test failure was noticed during review of the provided logs, which could be consequence of the defective parts. Our conclusion is that the replaced part was the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed parts were not returned for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).